Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. There was no moisture damage found on electronic assembly or motor. The insulin pump had cracked display window corner.

Event description:
Customer reported via phone call button error alarm. Customer's blood glucose level was 500 mg/dl. Customer treated their high blood glucose with food. Troubleshooting for button error alarm was performed. Customer removed the battery and then reinserted the battery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.